Manufacturer narrative:
Internal complaint reference (B)(4). H6: the reported device was not received, however 6 devices from the same lot number returned for evaluation. A visual evaluation showed the six devices were returned in unopened/sealed original packaging with the batch number of the complaint on each label. There were no visible manufacturing defects. A functional evaluation was performed. Three devices were opened, the anchor deployed and set. During the deployment of all three devices, at the time the anchor was fully exposed and expanded, the ratchet felt as if it stopped but then continued to move and expose the cleat after a couple more twists. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ankle scope, lateral ligament repair, the qfix anchor failed to deploy properly. It was not radially expanding like it is designed to, leading to multiple pull outs. The procedure was completed with a s+n back up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).